Manufacturer narrative:
The device was received for evaluation. The lot history could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed. The extension set was isolated and primed with dyed water using an ICU medical provided syringe. Priming difficulty was observed despite full priming of the tubing. The area of occlusion was located to be within the inline filter. The probable cause of the issue was unknown and no further action was taken.

Event description:
The device was returned due to a report of an occlusion alarm. The event occurred during priming. The results of the investigation found that occlusion was observed within the inline filter. There was no patient involvement.